Event description:
It was reported that presented with a driveline communication fault. The modular cable was changed, and the patient was switched to the backup system controller. The connection of driveline and the modular cable was cleaned prior to replacement, as there was a small amount of dust. The interior did not appear dirty. After the exchange, the driveline communication fault did not resolve, and in addition they now had a driveline power fault. When shining a light, the clinician stated that corrosion was seen in the connection. The log captured the equipment exchange on (B)(6) 2026 at 19:15 and the reoccurrence of the communication faults and the power faults. It was reported on (B)(6) 2026 that the modular cable was exchanged again and there was corrosion on the driveline connection point where the pins from the proximal part of the modular cable go into the driveline. The patient tolerated the cable exchange well. Pictures of the connection showed corrosion. On (B)(6) 2026, the heartmate 3 patient side modular cable connector cleaning was performed per procedure. Corrosions were observed during the cleaning. The driveline power fault resolved. The modular cable was replaced again during the cleaning. 2 modular cable replacements were requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 11094649) was returned for evaluation due to the reported event of driveline communication and driveline power fault alarms. The reported alarms are addressed under the pump investigation. Provided information stated that the driveline communication fault and driveline power fault alarms resolved following a modular cable connector cleaning and exchange on (B)(6) 2026. Log files were submitted for review, and data from the event was reviewed. The data in the log files did not indicate any issues with the modular cable. The pump maintained a speed within the expected range without any issues while the driveline was connected. The modular cable returned in unremarkable physical condition. The modular cable was functionally tested and found to operate as intended during analysis. Evaluation of the returned modular cable did not reveal any damage that would have resulted in the reported event. The reported event could not be correlated with an issue with the returned modular cable. There were no functional issues found with the returned modular cable. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault and communication's fault alarms, and the actions to take if the issue does not resolve. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for lot number: 11094649 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.